Event description:
It was reported that device entrapment occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres, the device became stuck with the non-boston scientific guidewire. Both the balloon catheter and the guidewire were removed as a single unit. The guidewire was able to be removed from the catheter outside the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported.